Manufacturer narrative:
(B)(6). The two devices were evaluated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection and leak testing were performed. There was damage found to the heater lines located approximately three inches from the tack weld. The cause was determined to be related to the manufacturing process, flow wrap damage. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, there were two (2) homechoice cassettes that were found to be leaking from the heater line. There was damage to the heater lines which resulted in these leaks. There was no patient involvement. No additional information is available.